Manufacturer narrative:
The customer declined service. No repair information available.

Manufacturer narrative:
A ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. No report of patient involvement. Primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in vent interface board failure results in ventilation failure. There was no patient involvement.